Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the malfunction suggests probable causes such as damage or deterioration of parts and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope noise occurred on the image and b30 error occurred. There was no patient involvement.